Event description:
During a primary tka, the pin dislodged from the cutting block and remained in the patients bone. The pin was immediately removed from the patient with no adverse consequences and the surgery was completed successfully.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.